Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Event description:
Customer reported via phone call that the insulin pump had water drops inside of screen and has a crack on the backside. Customer's blood glucose level was 250 mg/dl at the time of incident. Customer stated they can see fluid under the lcd. Customer stated they do not hear fluid when shaking the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.